Manufacturer narrative:
(B)(4). Date of event was sometime in 2016. Implant date sometime in 2007. Concomitant product(s): unknown head. Unknown stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04762, 0001825034 - 2017 - 04763.

Event description:
It was reported patient received steroid injection approximately 9 year post-implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 157442 m2a-magnum mod hd sz 42mm lot 650480; 139252 m2a-magnum 42-50mm tpr insrt-6 lot 070000; 11-103202 taperloc por fmrl lat 7.5x135 lot 826530; 120010 cocr cable/sleeve set 2.0mm lot 356040. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.